Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 431mg/dl. The customer had symptoms such as nausea and headache. Customer's blood glucose value was 264mg/dl at the time of the call. Customer declined to troubleshoot for high readings because customer was reporting past event. Customer already changed infusion set but was advised to contact healthcare professional for settings. The product will not be returned for analysis.